Event description:
On 10/04/2024, the patient reported bite concerns from recent dentist appointment indicating that the bite isn't where it should be and could cause issues in the future. Subsequent review by the byte cst (clinical support team) on 10/17/2024 of the bite video found that the patient's bite is within normal limits and patient's bite has not changed too much from her preview photos. The patient's bite is less of an edge-to-edge bite.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR submission is a late submission.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.